Event description:
It was reported that bd maxzero extension set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the connection piece of the trifuse that connects to the clave of the central line snapped off.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample model mz9266 was returned for investigation. The set was examined for defects and abnormalities. The male luer spin collar was separated from the tubing. No other defects or abnormalities were observed. Visual inspection under the microscope showed signs of micro cracks. A notification has been sent to the supplier. From the suppliers review of the complaint, the root cause is most likely due to alcohol causing the luer to brittle and crack. A device history record review could not be performed because a lot number was not provided by the customer.